Manufacturer narrative:
H3 other text : availability of suspect lens is unknown.

Event description:
On 21apr2023 an online distributor sent an email to advise a patient (pt) reported the acuvue® oasys for astigmatism brand contact lenses and acuvue® oasys brand contact lenses were ¿very uncomfortable and one day the pt could not see through the lenses.¿ the ¿eye care provider said it was an issue with the lenses and the pt possibly received old lenses.¿ the online distributor provided 2 lot numbers. Lot number b012tmk was received for the pt¿s right eye (od) and an invalid lot number was provided for the pt¿s left eye (os). No additional medical information was provided. On 12may2023 a call was placed to the pt who provided additional information. The pt reported an ¿infection and could not see out of eye for 2 months and was on steroids.¿ the pt was diagnosed with superficial punctate keratitis (spk) with corneal ulcers that ¿caused buildup of cells.¿ the pt also advised the lenses were ¿harder to take out than usual¿ and thinks ¿may have scratched¿ the eye. On 23may2023 a call was placed to the pt and additional medical and product information was requested. The pt terminated the call. No additional medical or product information was provided after multiple attempts for additional information. The date of the event is unknown but will be reported as (B)(6) 2023. A lot history review was performed for the od lot number provided and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b012tmk was produced under normal conditions. No lot history can be conducted for the invalid lot number provided for the os. It is unknown which acuvue brand contact lens was worn at the time of the event, so the product will be reported as an unknown acuvue brand contact lens. It is also unknown which eye was affected. It is unknown if the suspect product is available for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.